Event description:
Clinical study same pt as MDR 6000089-2004-01599, 6000089-2005-01632, and -01633. It was reported that 434 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The index procedure treated one target lesion for in-stent restenosis, and failed brachytherapy. Target lesion I was a 3.0 mm vessel diameter, 90% stenosed ostial region of the saphenous vein graft (svg) of the ist obtuse marginal artery (om). The lesion was 30.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x32 mm drug eluting stent without complication. Residual stenosis was 0% after stent implantation. The pt was discharged from the hospital 6 days post index procedure receiving asa and plavix. The site reported that the pt experienced a non q-wave mi 434 days post index procedure. The actions listed to resolve the mi were hospitalization and cardiac medication change. The mi was resolved prior to discharge from the hospital 2 days later. The pt was discharged in satifactory/good condition. In the opinion of the physician there was an unknown relationship between the mi, the target vessel, and the taxus stent.

Event description:
It was further reported that the mi occurred 433 days post index procedure. Per source documents, an unsuccessful attempts, during the index procedure, to perform percutaneous transluminal laser artherectomy of the lesion was made prior to stenting. The pt underwent insertion of a biventricular pacing ICD for reduced left ventricular function and documented ventricular arrhythmia 2 days post index procedure. The pt presented, 433 days post index procedure with an acute subendocardial infarction and complaints of his defibrillator firing five times. While on telemetry the pt had several runs of non-sustained ventricular tachycardia. It was determined that the device had fired inappropriately because of oversensing. The device ws reprogrammed to decrease the sensitivity. The pt's cardiac enzymes met guidelines criteria for an mi. The pt was transferred to the study site, 434 days post index procedure, and repeat cardiac catheterization revealed that the lmca had proximal 100% occlusion with no antegrade flow seen into the lad or lcx. The lad was diffusely diseased, the rca had proximal total occlusion, and the svg to rca was "closed." The svg to om was patent with 30% stenosis at proximal anastomosis, and vigorous collateral flow with no high-grade lesions seen downstream from the anastomosis. The y-graft to diag and lcx was "closed",the lima to lad was patent with collateral flow, and the lvef was 20%. The pt was discharged on plavix and asa.